Event description:
As reported, the inserts were very loose and falling off the clamps. No patient injury was reported.

Manufacturer narrative:
One set of evergrip33 inserts was received without the pouch. The inserts were examined for any abnormalities and there were no observations made. The inserts were measured; inspection dimension "1" post height (feet) was measured on both inserts. On both inserts, the post height was found out of the allowable specification. This condition may be due to the post not being bent to the correct angle when the subcomponent is formed. Visual examination was performed with unaided eye. All measurements taken using a caliper. The angle could not be measured accurately from the rib surface due to the rib being coated with rubber, which is the outer material. The inserts were attached to the laboratory sample, model no. Cv5025 clamp and were found to fit flat; however, loose on the clamp. Although the inserts were loose on the clamp, they did not fall off without some force being applied. As surgical clamps can be reused for long periods of time (years), the mounting holes can wear. This can exacerbate a loose fit. It is up to the medical professionals handling the product at the surgical facilities to inspect for wear and take damaged and/or work clamps out of service. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed as having a relationship to the manufacturing process. An investigation was opened to determine the cause of the out of specification condition on the inserts and implement any necessary actions.